Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The inability to cross a lesion can be affected by numerous factors including, but is not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, the patient anatomical conditions were not reported which may have aided in the investigation and determination of cause. It is possible that an interaction with the lesion/anatomy during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent interaction with the calcified lesion retraction would have then led to the stent partially dislodging from the balloon. To ensure the reported difficulties are not the result of a manufacturing deficiency, all stent delivery systems (sds) are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A conclusive cause for the loose stent could not be determine; however, the reported failure to advance appears to be related to the operational context of the procedure. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery. Pre-dilatation was performed with a 2.5 x 12 voyager, at 12 atmospheres. The 3.5 x 12 promus would not cross the lesion. The device was removed so dilatation could be performed; however, it was observed that the stent had become partially dislodged from the balloon. Another 3.5 x 12 promus stent was used to complete the procedure. There were no adverse patient effects reported. No additional information was provided.